Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during a sensing test and became unresponsive to the stylus. It was noted that the stylus was changed however the issue persisted. No patient complications have been reported as a result of this event.